Manufacturer narrative:
H10 h3,h6: one 7208678 pin passing drill tip 2.4x381mm strl used in treatment, was not returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿during an acl reconstruction pin passing drill broke in 2 pieces, both parts have been retrieved from the patient¿. Per IFU 1061352: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during an acl reconstruction pin passing drill broke in 2 pieces, both parts have been retrieved from the patient. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 2.4 x 381mm drill tipped passing pin, used in treatment, has been returned for evaluation. As reported the surgeon surmised the drill was reaming off axis to the passing pin and the drill eventually damaged and broke the passing pin. Visual assessment of the device confirmed the reported breakage. Approximately 2 inches of the distal end (drill tip) has been broken off. Examination of the break area shows an excessive amount of material has been displaced. The passing pin is bent. The passing pin is also scored in multiple places along its length. The passing pins condition indicates it was subjected to excessive forces during use resulting in its failure. Per the device instructions for use under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.